Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent a hip arthroplasty on an unknown date. Subsequently, the patient was revised due to implant breakage, loosening and pain in 2004.

Manufacturer narrative:
Upon receipt of additional information, it was determined that this complaint has been previously submitted. Please reference 1822565-2015-00741.